Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the MFR through the device tracking form from the hospital that the pt expired on (B)(6) 2014. The cause of expiration was noted as "neuro". Additional info was received from the vad coordinator that on (B)(6) 2014, the pt experienced a subacute left frontal ischemic cerebral infarct. The pt's anticoagulation medication was held due to the pt having a history of gi bleeding. The pt was discharged and his anticoagulation medication was restarted on (B)(6) 2014. On (B)(6) 2014, the pt was admitted into the hospital for residual right hand weakness. At the time the pt was deemed incompetent, and he was discharged to home (B)(6) 2014 with home care. On (B)(6) 2014 he developed a retroperitoneal bleed, possibly from a fall at home. His anticoagulation medication was held at that time and the pt was admitted into a nursing home. The pt's health status declined and was given comfort care.

Manufacturer narrative:
The pump was not returned to the MFR for evaluation, as it was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.